Event description:
Reportedly, while using the instrument on the duodenum, the handle blocked. The surgeon transected and upon opening the instrument there were with no staples on the tissues; the lumen was open. They remarked that there were 2 staples in the cartridge, 1 on the superior and 1 on the inferior part of the cartridge. No staples were found in the cavity or on the duodenum. Continued the case with hand suture without further complications. No reported injury or ill-effects to the pt. Procedure: subtotal gastrectomy.